Event description:
Patient was revised to address broken peak fx plate. The surgeon was aware of the possibility that this plate may break used in proximal femur fracture with subtroch extension. Peak plate broke at lag screw/plate interface. Also, in the revision surgery, the collapse cap was cold-welded to the lag screw, and the lag screw could not be removed. This resulted in a 30-minute extension of surgical time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.